Event description:
It was reported that a patient underwent a urological stone retrieval when the physician met resistance. Upon removal of the basket the physician noticed damage to the basket of the device. It was discovered that a right ureteral tear resulted. A urological stent was placed and a percutaneous nephrostomy tube was also used. Subsequently, the patient needed surgery for a necortic ureter and an autotransplant of the right kidney, which were unsuccessful. This device has not been returned for evaluation. Therefore, no failure analysis is available. A lot search could not be performed due to the batch number not being provided. Additionally, without evaluating this device the company can not determine if the device met specifications. User technique and or patient anatomy could have contributed to this event. However, company is unable to determine the relationship between the device and the cause of the event.